Event description:
It was reported that the patient presented in clinic on an unknown date, an infection was noted in and around the incision site. The implanted cardioverter-defibrillator (ICD) and the active right ventricular lead were successfully explanted. Attempts to explant the chronic capped right ventricular lead and chronic atrial lead was unsuccessful; the leads were cut and abandoned. A stitch and a fragment of lead insulation was found in the pocket by the surgeon. The patient was administered antibiotics and fitted with a lifevest. Patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.